Event description:
The customer reported an ECG cable error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an ECG cable error. There was no reported pt involvement. The philips field service engineer evaluated the device and found ECG front end failure and ECG v5 in the service logs. The processor pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the processor pca where the device had an ECG cable error.